Event description:
It was reported that(1) device was used during a bowel procedure. It was reported by the affiliate that the surgeon made the initial transection of the bowel with the tlc75 instrument and reloaded it to complete the pouch and the stapler locked out with the new reload. Another instrument was used to complete the case. There was no consequence to the pt.